Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist states after exam it is determined that the patient is periodontally compromised with generalized recession, bone loss and tooth mobility and sub-gingival plaque. It is recommended that the patient be placed under the care of a periodontist until the periodontal health improves.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.